Event description:
Dr. (B) (6), a dental professional, reported through a dealer service technician that a jb-70 intraoral x-ray, (B) (6), generated an exposure on its own when the unit was turned on. Dr. (B) (6) also claimed that with the remote switch disconnected, the unit would also generate an exposure when the arm was moved.